Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was charging the ipg at an extended time. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1110, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient was charging the ipg at an extended time. The patient will undergo an ipg replacement procedure.